Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and that the cartridge was cracked. The customer's blood glucose level was not impacted. The customer changed the cartridge and resumed insulin delivery.